Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that a 25mm amplatzer patent foramen ovale (pfo) occluder was implanted on (B)(6) 2022; intracardiac echocardiography (ice) was used measure the distance from the defect to the superior vena cava (svc). On (B)(6) 2022, transesophageal echocardiography (tee) revealed that the device had embolized in the pulmonary artery. On (B)(6) 2022, the device was removed with a snare and a 12f amplatzer trevisio delivery system with no complications to the patient. A 18mm amplatzer septal occluder was selected and implanted with good result no complications to the patient. Patient stable with no additional information was provided.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that a 25mm amplatzer patent foramen ovale (pfo) occluder was implanted on (B)(6) 2022; intracardiac echocardiography (ice) was used measure the distance from the defect to the superior vena cava (svc). On (B)(6) 2022, transesophageal echocardiography (tee) revealed that the device had embolized in the pulmonary artery. On (B)(6) 2022, the device was removed with a snare and a 12f amplatzer trevisio delivery system with no complications to the patient. A 18mm amplatzer septal occluder was selected and implanted with good result no complications to the patient. Patient stable with no additional information was provided.

Manufacturer narrative:
Additional information sections: g3, h1, h2, h6, h10 an event of device embolization was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. Please note, per the amplatzer septal occluder instructions for use, artmt100116885 revision a "precautions: the use of this device has not been studied in patients with patent foramen ovale."